Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 409 mg/dl at the time of incident. Customer was not using insulin pump system within 48 hours of reported high blood glucose event. Customer reported that his battery went dead on his insulin pump, it happened last night and he was not in place where he can get a battery right away and when he woke up this morning he put a new battery and his insulin pump was now working but he could not reconnect the transmitter. Customer treated with bolus. Customer reported they feel okay to troubleshooting. The insulin pump will not be returned for analysis.